Manufacturer narrative:
Additional suspect device component involved in the event: model#: sc-8120-70 serial#: (B)(4), description: artisan surgical lead, 70cm.

Event description:
A report was received that the patient was experiencing pain at the generator site. It was also noted that the spinal cord stimulator malfunctioned and was giving her jolts. The patient will undergo a revision procedure wherein the ipg and leads will be replaced.

Manufacturer narrative:
Correction to the initial MDR: this issue was previously reported in MFR# 3006630150-2017-02539.

Event description:
A report was received that the patient was experiencing pain at the generator site. It was also noted that the spinal cord stimulator malfunctioned and was giving her jolts. The patient will undergo a revision procedure wherein the ipg and leads will be replaced.

Manufacturer narrative:
Correction to fu #1 MDR should have been (B)(6) 2017.

Event description:
A report was received that the patient was experiencing pain at the generator site. It was also noted that the spinal cord stimulator malfunctioned and was giving her jolts. The patient will undergo a revision procedure wherein the ipg and leads will be replaced.